Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that vitrectomy probe could not cut during vitrectomy surgery. The surgery was completed by changing the new product. There was no patient impact.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. Sample was visually inspected and found to be nonconforming with probe needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the inner cutter remaining in the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was bent. The inner cutter pulled out of the coupling, the fillet was deemed nonconforming. Adhesive was not present on the inner cutter when held under ultraviolet lighting no gouge marks were present at the bend area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to the inner cutter remained at the port. However, the inner cutter remaining in the port is a potential contributor factor of the reported cut failure at the time the reported events were observed. The cause for the inner cutter remaining in the port is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance record has been initiated associated with the inner cutter/coupling detachment of the sample. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).